Event description:
Hypothermia protocol initiated for cooling post code arrest. There was a concern that water was not cooling appropriately to reach target temperature. A new device was obtained.

Event description:
Hypothermia protocol initiated for cooling post code arrest. There was a concern that water was not cooling appropriately to reach target temperature. A new device was obtained.